Event description:
On march 18, 2009, baxter was made aware of a patient who died during infusion on a colleague pump, product code 2m8161. The customer was inquiring as to ways to purge fluid in the colleague pump lines, because the incident at their facility had a patient infusing a critical drug in ICU, when the infusion was complete, the pump went to kvo "keep vein open" alert as it should have. However, the alarm that went off for 15 minutes was not heard by the nurse. At the point, the cardiac of blood pressure monitor started to alarm. They tried to restart the pump at that point, but in a hurry, did not reset the vtbi "volume to be infused" so it did not restart. They then took tubing out of pump and after the incident, the patient passed away.